Manufacturer narrative:
The customer did not make the device accessible for testing.

Event description:
It was reported that the powerpro cot is stuck in the fastener (inability to disengage the cot from the cot fastener). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.